Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient¿s device was removed because the wound would not heal. The patient was given oral antibiotics post-op. There were no reports of device-related issues prior to the device removal.